Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarms was confirmed through the history log. The evaluation was unable to determine the cause. Upon evaluation of known contributors to upstream occlusion alarms it was determined that the ultrasonic sensor was the failing component. As a result, the ultrasonic sensor was replaced.

Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no patient injury.